Event description:
It was reported that the catheter was being used on a (B)(6) male pt in neonatal services. During catheter placement, the physician experienced difficulty and stated it impossible to "take up" (place) the spring wire guide. After several attempts, he decided to remove the wire but again experienced difficulty. He used a tweezer to remove the wire. After the wire was out of the pt, the physician noticed an extremity of the wire was missing. A radiology check was conducted and observed an element corresponding with the end of the spring wire guide in the pt. As a result, a procedure was performed on the infant to remove the piece of spring wire guide. There was a delay in treatment and no other attempt was made to place the catheter. The pt remains in the hospital not because of the incident, but because he is a premature baby.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.